Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence. It was reported that the patient's daughter reported when she was changing the patient's bandages, the lead came out. No further com plications reported. No symptoms reported.